Manufacturer narrative:
The list number of the device in use was unk; however, the customer identified two possible list numbers 12094 and 11957. The customer contact indicated the device was discarded.

Event description:
The customer contact reported an adverse event while the device was in use. The tubing set was being used to delivery an unspecified medication and was connected to the pt's peripherally inserted catheter (PICC). After an unspecified length of time in use, a blood culture was drawn from the clave port on the tubing set for a suspected infection. It was reported the blood culture was positive for a "common skin contaminant". The pt was treated with an unspecified broad spectrum antibiotic. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.